Event description:
It was reported that the device had asu watch dog failure. There was no delay in therapy. There was no physical damage reported and unit was not dropped. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
Date of event is unknown; no information has been provided to date.one device was received. Per visual inspection, the top case is damaged in front corners and the tube holders are all broken off, bottom case is cracked, plunger case seal is missing. Functional testing was unable to duplicate the alarm but found it in the history/error log. The cause was the main board did not operate as intended. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced main board. Replaced damaged top and bottom cases. Replaced plunger tube, plunger head mount, dowel pin and left plunger case o-ring. Replaced the right plunger case, left plunger case, plunger cam, plunger float, push block and right and left timing plates. Installed missing plunger case seal. Upgraded the motor mount. Cleaned, greased, and calibrated. The pump passed all functional and delivery tests.